Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Reportedly, the cartridge had been filled with 250 units of insulin. A new cartridge was loaded resolving the issue. The customer's blood glucose level was not impacted.